Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to product performance issue. A new rv lead with the same model was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis did reveal abnormalities. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to product performance issue. A new rv lead with the same model was placed. No adverse patient effects were reported.